Event description:
In 2004 a dental implant was placed in tooth location #19. Two months later, the implant was removed from the pt's mouth. Two yrs later, the clinician was contacted. He stated the implant was removed because it compressed the osseous and caused paresthesia in the lower lip area. He added the x-ray showed no nerve problem. After the implant was removed the paresthesia was eliminated. The pt was seen post-operative and is doing okay. The pt has elected not to be reimplanted.